Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1100088 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.

Event description:
False positive result(s). Customer stated that they received positive results using ff and negative results from a lab test. User stated that they purchased the kit from a walgreens in ga. I will reach out to the customer to ask if they'd like replacement kits, but based on their email, that seems unlikely.